Manufacturer narrative:
(B)(4). Investigation results: a flexiva 200 tractip laser fiber was returned for analysis. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate, this indicated that the fiber was broken within the connector. The condition of the returned device confirms the reported event. The fiber was broken within connector before use most likely caused by handling damage. Therefore, the most probable cause of fiber broken within connector is unintended use error caused or contributed to event which indicates that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on august 1, 2018 that a flexiva 200 tractip laser fiber was opened for use for a kidney stone removal procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis console. According to the complainant, during preparation, there was no aiming beam coming out from the laser fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There were no adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.